Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device has a service required message upon startup. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a service required message upon startup. There was no patient impact.